Event description:
It was reported to abbott, a week after being implanted, a patient fell and spent two days in the hospital. X-rays were taken and everything looked fine. The patient fell again and afterwards had difficulty walking. The patient¿s amplitude was increased which allowed the patient to walk better. The last update reported the patient stated they were more stable with their therapy adjusted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the system was explanted.